Event description:
Acquired c1 inhibitor deficiency, red scar at injection site, granuloma at injection site (nodule), bedding drenched in sweat. Report received on 10-nov-2006, from consumer, age unknown (medical/surgical history not provided), who several years ago received injections of zyderm and zyplast to the lips and frown lines. On an unknown date, the patient experienced a granuloma on the upper lip. The treating physician did not prescribe any treatment. He reinjected the patient "a few weeks later" so the lump would not be so noticeable, at that time, the physician also treated the frown lines. The consumer stated that the injection left a permanent red scar in the frown line. Soon after the injection, the consumer developed small lumps all over her body, the lumps ranged in size from a pea to a tennis ball, she stated the large lumps were extremely painful. The lumps "dispersed to a map like rash "after 18 hours. The consumer stated she had the lumps for 18-24 months. In the first year, the lumps were a daily occurrence and then became less frequent. A dermatologist diagnosed the consumer with severe angioedema from an acquired c1 inhibitor deficiency, and prescribed antihistamines. The consumer was seen by a gastroenterologist who prescribed prednisone. In the first two years, the consumer experienced abdominal swelling and digestive problems. A colonoscopy showed inflammation of the bowel caused by the c1 inhibitor deficiency. She also experienced fatigue, night sweats, and muscle and joint pain. Inamed reported this information to FDA using MDR #s 2024601-2006-00578 and 2024601-2006-00579. Additional information received on 10-nov-2006 from the treating physician who initially injected the patient with dermal filler. The patient was not examined or treated subsequently for any adverse events by this physician. The patient's notes were misplaced, but the physician "believes" he injected the patient with hylaform five years ago. No further information was provided. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.